Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, and h11.

Manufacturer narrative:
(B)(4). G2: turkey. H3: customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not assemble with the tibial tray. A replacement product of the same size was opened and used. Attempts to obtain additional information have been made; however, no more information is available at this time.